Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type: catheter. Product ID 8781, lot# 0231171346, implanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the catheter was implanted on (B)(6) 2025 was an ascenda 8781. The lot number of the catheter was provided. The serial number of the patient's pump was also provided. The cause of the ruptured catheter was not identified and the cause of the adhesions had not been identified. The device had not been returned and was in possession of the distributor.

Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter. Product ID neu_unknown_cath serial# unknown product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 14-sep-2013, UDI#: (B)(4); product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (2000mcg/ml, 475.5mcg/d) via implanted infusion pump. It was reported that there was a tear in the catheter surface. When performing a catheter replacement, the discovery occurred. When the catheter was changed, it was evident that the catheter that was removed had a torn outer surface. A sector of the spinal catheter remains due toadhesions. The issue was resolved at the time of the report. The patient's weight, medical history, and age were asked, but unknown. The patient's status was alive - no injury.